Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, prime/delivery test, excessive no delivery test and occlusion test. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with manual injection. Customer had symptoms of nausea, extreme thirst, tiredness and headache. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined high pressure test. Customer reported that insulin at reservoir compartment. Customer was advised to change infusion set, reservoir and insulin.